Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A representative reported via startright of low and high blood glucose readings. The customer stated that she had some lows before in the night and high in the 200-300s mg/dl. During school, the customer had lunch and recess and her blood glucose went down to 50-60s after. The customer stated that the pump suspended at recess. The customer stated that she was low at the gym too. The customer had symptoms such as headaches and stomach aches. The customer was recommended to speak to helpline.